Event description:
It was reported that the patient was experiencing inadequate stimulation and pain at the ipg site. The patients ipg was explanted and the explanted ipg will not be returned.

Manufacturer narrative:
Exact date unknown, event occurred eight months after implant.